Event description:
It was reported that the patient presented for in-clinic follow up after a vibratory alert was delivered by the device. A device interrogation found that the right ventricular (rv) lead capture threshold was elevated, and a chest x-ray showed that the lead had moved from the chronic position. There was also no capture exhibited by the right atrial (ra) lead at maximum output. No interventions were made. The patient was asymptomatic.

Event description:
New information notes that the ra lead exhibited decreased sensed amplitude. The lead was capped and replaced on (B)(6) 2025. The patient was stable.